Event description:
It was reported by a customer complaint that the patient was hospitalized due to an incident of hyperglycemia. The reporter stated that at the hospital, the blood glucose monitor reading was 300 mg/dl higher than the hospital meter. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evealuation once it is completed.